Manufacturer narrative:
The brake casters were replaced by the tech to resolve the issue.

Event description:
The account alleged that the brakes on the head end of the bed would swivel while in brake mode. No pt impact.